Event description:
It was reported that during percutaneous coronary intervention (pci) drug eluting stent procedure, stent damage occurred. The 90% stenotic lesion was located in the severely calcified and highly tortuous distal left circumflex (lcx) to posterior descending branch of lcx. Access was obtained through the right femoral. The physician predilated the lesion and then advanced the 3.0x20mm taxus liberte to the lesion, but was unable to cross. The physician then dilated the lesion again, and inserted two guidewires to assist the stent delivery system, but was still unable to cross. When the device was removed from the pt, the physician observed a bent stent. There were no pt complications. The procedure was completed with the deployment and post dilation of a 16mm taxus liberte stent. Pt status is reported as "good".